Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05631. It was reported the patient is not receiving effective therapy due to high impedances. Patient underwent surgical intervention in which one lead was replaced due to a fracture. Patient now has effective therapy. Note: it is not known which lead was replaced or fractured so both leads are being reported.